Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five instruments and three photographs of tacks .the visual inspection of the returned photographs noted two tacks appear to be twisted together in the mesh. The visual inspection of the returned product noted the instruments has disrupted timing. The handles were actuated and the remaining tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number:(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request.

Event description:
According to the reporter, during an unilateral inguinal hernioplasty procedure, when the surgeon fired a tacker to fixing mesh to muscle, instead of one tack, two and three tacks were coming together and making a cluster of tacks. Five devices had the issue. There was no patient injury.